Manufacturer narrative:
Device had cracked battery tube thread and reservoir tube lip completely broken off and test reservoir unable to lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a small piece of plastic has been broken off on the top of her reservoir compartment. Customer's blood glucose value was 16mmol/l. Insulin pump will not be returned for analysis.